Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the down arrow did not respond. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that the contact on the cap had fallen off and back of the insulin pump was smashed. The insulin pump will not be returned for analysis.